Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/6/2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed one call service alarm on 01/22/2014. During testing, the pump rewind, load, and prime steps were performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened and no moisture corrosion was observed on the motor assembly. The internal motor functioned appropriately. The complaint was observed in the history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.